Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument associated with this complaint and completed its investigation. The failure analysis investigations replicated/confirmed the reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Root cause of this failure is attributed to a component failure. Additional observation not reported by site: the instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.154¿ - 0.183¿ in length and were not aligned with the tube axis. The root cause is typically attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A review of the device logs for the tenaculum forceps instrument (part# 470207-10 / n10200309-0022) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4) for a benign hysterectomy surgical procedure. The alleged event occurred on the 7th use of the instrument. This complaint is being reported due to the following conclusion: failure analysis found the tenaculum forceps instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, that the tenaculum forceps has a broken wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.